Event description:
Hill-rom received a report from the account stating the bed exit alarm is inoperable. The bed was located at the account in 4 west. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the scale board assembly bad. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the scale board assembly to resolve the issue. Based on this information, no further action is required.